Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl. Ketones were present and considered as being dangerous by a healthcare provider. Manual injections were administered by the school staff and customer's parent. Elevated bg was due to an occlusion alarm. A system check was unable to be performed, as tandem technical support was not contacted at the time of the event.